Event description:
It was reported, at various kvp and mas levels, that the control panel led on the 9800 system indicated the "x-ray overtime - press any key" fault. There was also reference to a collimator congruence error that exceeds 2 & 3%. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Completed a filament calibration and adjusted the collimation in all mag modes. The system was tested and found to be working as intended and placed back into service.